Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, non-tortuous, 100% stenosed, mid circumflex artery, the 2.75 x18 mm xience xpedition stent delivery system (sds) could not cross into the lesion due to anatomical resistance, so it was removed from the anatomy. Resistance was met during removal. Outside the anatomy, it was noted that the proximal stent struts were flared and the stent moved on the balloon. A different stent was used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported material deformation was confirmed. The reported unstable stent was not confirmed as the stent remained crimped on the balloon at the intended location. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported failure to advance, material deformation and difficult to remove appear to be related to the circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported unstable stent. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.